Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a used condition. During analysis, functional check was performed, and the event log history was reviewed. The customer's reported problem was able to be duplicated. Delivery accuracy tests were performed, and the pump was found to be over infusing. Service noted that device (expulsor, downstream occlusion (dso) and upstream sensor) needs to be recalibrated to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that during pre-test a smiths medical cadd solis hpca pump over infused. The accuracy was not within the 6%. There was no patient involvement in the reported event.